Event description:
Tampon only had one thin string to remove it with [device physical property issue]. Case narrative: consumer reported via e-mail that tampon only had one thin string. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.